Manufacturer narrative:
(B)(4).

Event description:
Additional information received more than a year later from the consumer reported that the patient's implantable neurostimulator (ins) had reached end of service (eos), due to normal battery depletion, and they had not been able to remove the device because of chronic urinary tract infections. There were no allegations made regarding the ins battery life, but the patient had back pain because the ins reached eos. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a caller noticed an eos/eol message today. It was reported that the patient had not felt stimulation in ¿a while¿, 2-3 months. It was stated that a manufacturer¿s representative (rep) reprogrammed the patient¿s device about a year ago and the caller asked if the rep could have seen the battery was depleting. It was reported that the patient programmer battery was dead prior to seeing the eos and the caller replaced the batteries. It was reported that the patient did not always feel stimulation ¿unless she was in a certain position¿ and got a ¿jolt¿. It was clarified that the jolt was not a shock or uncomfortable, but that it was a normal stimulation sensation that the patient felt only in certain positions.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37742, product type: programmer, patient. (B)(4).